Event description:
A customer reported a cartridge alarm 30 with their pump, but confirmed that their blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The issue did not occur during the load process, and it was noted that similar alarms had been previously reported with the same pump. Although the pump was no longer under warranty, the customer expressed interest in obtaining an out-of-warranty loaner pump. Technical support decided to replace the pump to resolve the issue.